Event description:
The customer reported that the lemo connector was loose.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep tightened up the retaining ring that holds the lemo connector. The system was restored to normal operation.